Manufacturer narrative:
Additional information: d9, g3, h3. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The delivery system was not returned, but the capsule was available for evaluation. Visual inspection of the capsule found no notable conditions. Functional testing found the device to function normally and within specifications. A comprehensive examination could not be performed, because the returned sample was not received in a state that allowed full functional or visual assessment. It was reported that the capsule failed to attach to the patient's esophagus. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device were thoroughly reviewed prior to release to ensure that it met all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the capsule failed to attach to the patient's esophagus. This was done under general anesthesia and the physician saw with the gastroscope that the capsule did not attached. This check was done straight away after the capsule was fired. At first, the physician could not locate the capsule. A bronchoscopy was done to make sure that the capsule was not in the lungs. An x-ray was also performed to confirm the location of the capsule. However, the capsule was found outside the patient body on the right shoulder area.

Manufacturer narrative:
Additional information: b5, b6, g3, additional imf code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the capsule failed to attach to the patients esophagus. An x-ray was performed to confirm the location of the c apsule. The capsule had come out onto the patient canvas. It was retrieved from the patient using unknown device.

Manufacturer narrative:
Additional information: a2, a4, b5, g3, h6 (ime-e2403). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the capsule failed to attach to the patient's esophagus. This was done under general anesthesia and the physician saw with the gastroscope that the capsule did not attached. This check was done straight away after the capsule was fired. An x-ray was performed to confirm the location of the capsule. However, the capsule was found outside the patient body on the right shoulder area.